Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir ring was eroded, and pieces chipped off as well as pieces missing from reservoir o-ring area. Customer also stated that the reservoir compartment was expose to insulin .the customer¿s blood glucose level was 132mg/dl time of the incident. Troubleshooting was performed .the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No moisture damage noted on motor assembly, electronic assembly or reservoir tube noted during visual inspection. Device functioning properly.